Manufacturer narrative:
(B)(4).

Event description:
Patient presented with a stemi. The lcx was 100% occluded. During the procedure a 3.5 x 24 mm endeavor sprint drug-eluting stent was implanted in the left mid circ. Patient still had some chest pain and distal haziness and thrombus was observed. This was stented with an overlapping 3.5 x 9 mm endeavor sprint drug-eluting stent. Patient's st-segment was resolved. Approximately 23 months post procedure the patient presented with coronary atherosclerosis in the native vessel ((B)(6) 2012). Patient was reported to be having chest pain. It is unknown if any intervention was performed / what vessel was involved. No further patient complications were reported. Patient was on aspirin, atorvastatin, captopril, carvedilol, prasugrel, aluminum-magnesium and hydrocodone-acetamin.